Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 156 cm., body mass index (bmi) 25.5 kg/m2.

Event description:
A patient in a study underwent a da vinci assisted benign hysterectomy surgical procedure. Seven days after discharge, the patient reported vaginal bleeding. At the examination there was some old blood in the vagina; there was no active bleeding, no dehiscent vaginal would, no free fluid or hematoma on ultrasound. The patient was re-admitted, under 24 hours, for observation with a vaginal tamponade. At the examination the next day there was no blood, no bleeding. The event was deemed resolved and the patient was discharged the next day. The index procedure was completed as planned with no intraoperative complications, and no malfunction of the da vinci system, instruments or accessories. No complications occurred during the post-operative to discharge period, and the patient was discharged home three days after the procedure. The study investigator reported the event as moderate severity, not a serious adverse event, a clavien-dindo grade I, probably related to the study procedure, but not related to the patient's underlying disease status, not related to the da vinci investigational device, and not related to a third-party device.